Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this device was explanted as the battery capacity showed 11% currently, while the week prior it was 23%, and the last follow up six months ago the battery showed 50% capacity. Premature battery depletion was alleged. The device was returned. No adverse patient effects were reported.

Event description:
It was reported that this device was explanted as the battery capacity showed 11% currently, while the week prior it was 23%, and the last follow up six months ago the battery showed 50% capacity. Premature battery depletion was alleged. The device will be returned. No adverse patient effects were reported. A review by technical services (ts) confirmed premaster battery depletion, the data reviewed showed continuous increase in power consumptions.